Event description:
A report was received that a pt's pocket was uncomfortable. The pt had the pocket revised. The pt is reportedly doing well.

Manufacturer narrative:
The pt's original ipg remained implanted. This is the final report.